Event description:
Paramedics attempted to administer a defibrillator shock to a person diagnosed in cardiac arrest (pt details were not reported). The device allegedly failed to charge using the charge switch on the paddles handle. The operator pressed the front panel charge switch to successfully charge the defibrillator, however the device reportedly failed to discharge when the paddles discharge switches were pressed. The paddles were removed from the device and a therapy cable was subsequently used to successfully administer defibrillator shocks to the pt using disposable defibrillator electrodes. The pt was delivered to the hospital emergency room where treatment was continued. The pt's outcome was not known. There were no adverse affects to the pt reported as a result of the alleged malfunction.